Manufacturer narrative:
This report is a duplicate of another reported event. This MDR should be cancelled as all information pertaining to this event and this patient is reported on manufacturer report number 3006794299-2018-00363. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of a micro-filtration device, a patient experienced discomfort for over a year and the device was 'affecting his pupil'. The device was trimmed during a secondary procedure and the patient was placed on additional medications. Additional information was requested.